Manufacturer narrative:
(B)(4). Concomitant medical products: unknown hgp ii cup, unknown liner. The investigation is still in process. Once the investigation is complete a follow up MDR will be reported. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2017-03911, 0001822565-2017-03939.

Event description:
It was reported that a patient underwent a revision procedure due to instability and wear. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of radiographs. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.